Event description:
The recipient is reportedly experiencing a deep recess at the magnet site. The recipient was advised to cease device use to provide relief.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The magnet strength was reduced and the recipient¿s magnet site has improved with the use of moleskin. The recipient resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.